Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had faulty display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) confirmed top display lcd was periodically turning dark while unit was powered on. Proceeded to replaced top display lcd assembly, screw, cap, lo-head #4- 40 x 1/4 and screw plug, display, set of 6 and labels. Unit was powered back on and able to complete an autofill and the display test. Unit was set to run for 1 hour with the display functioning. Device passed all functional and safety tests according to factory specifications. Device was returned to customer. The failure analysis and testing dept. Received part assy, display top lcd serial number n/a with a reported unit failure of cardiosave was discovered with a faulty screen. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part assy, display top lcd serial number n/a into the cardiosave test fixture and tested the display to factory specifications per procedure and the cardiosave service manual. The display passed all display testing. After one hour of run time the fat dept. Could not duplicate the complaint of a faulty screen. The display passed testing. Probable cause was an associated component that caused the faulty screen. Retaining the display in the fat dept. Per procedure.